Event description:
The customer reported that the tip of the device was broken off prior to use. The device was returned for investigation and it was observed that the knife blade was exposed.

Manufacturer narrative:
(B)(4). One unused device was returned for eval. One of the jaws of the device was broken off and returned. Due to the broken jaw, the knife blade was exposed. Because the device was returned opened and not in the original packaging, covidien cannot determine when or where the damage to the device occurred. Covidien mfg performs a 100% visual inspection of the product during the mfg process in addition to a statistical sample being verified. It is unlikely that the device left covidien in this condition.